Event description:
Pt experienced cardiopulmonary arrest and during cardiopulmonary resuscitation, the r.n. Reported that she felt a "shock" from the pt's aicd/pacer when she held a magnet over the device. Dates of use: (B) (6) 2008 - (B) (6) 2010. Diagnosis or reason for use: heart failure with arrythmias. Event abated after use stopped or dose reduced?: yes.